Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures: anterior cervical discectomy, c5-6, c6-7. Anterior cervical fusion, c5-6, c6-7. Insertion of peek cage with extra small rhbmp-2/acs. Insertion of rhbmp-2/acs into peek cage. Internal fixation using ventral pipe. Continuous neuroelectro physiological monitoring of the entire case. Pre-operative/ post-operative diagnoses: herniated disk, c5-6, c6-7. As per op-notes: ¿8x14x11 cage filled with half of an extra small rhbmp-2/acs sponge was inserted in the interspace and countersunk. Same was done at c6-7. The endplates had previously been prepared, #8 distractor was placed in the interspace and fitted very nicely. An 8x14x11 cage filled with half of rhbmp-2/acs sponge was inserted in the interspace and counters unk.¿ no complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.